Event description:
It was identified during a review of the in house programming and diagnostic history database that the vns pt's device revealed high lead impedance at implantation surgery. This was seen to have resolved at a follow-up visit however, the mechanism by which it resolved is unk. A final system diagnostic test at the surgery was not captured indicating that it resolved at surgery. The info from the available programming and diagnostic history, which is data up till date (B)(6)2008 indicates that the pt's device was disabled on that date. Good faith attempts to obtain additional info from the site regarding the high lead impedance have been unsuccessful to date.